Manufacturer narrative:
Concomitant medical products: 365500 lead implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock for possible atrial fibrillation (af) with rapid ventricular response which the device detected as ventricular tachycardia (vt). The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.